Event description:
The patient reported that the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. The pod was worn for less than 1 hour on the leg, before it was removed. Additionally, the patient reported there were no changes to their blood glucose (bg) levels, and they successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and a drive stall were observed. The pod delivered 58 pulses across both priming sequences before deactivation, but the needle mechanism never deployed. The pod was reset and reran without incident. No drive resistance was observed. The high pulse width w/ drive stall is confirmed as the root cause of the reported event. The exact cause of the high pulse width w/ drive stall could not be determined.